Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem. It was also observed that the pacing lead exhibited intermittent high impedance and pacing failure, a lead fracture was suspected. The ipg and lead were reprogrammed. No patient complications have been reported as a result of this event.